Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit failed the preoperative checkout, indicating a failure in mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The anesthesia machine has been removed from service. The hospital has been supplied with a new machine.